Event description:
It was reported that the needles clog during injection with a bd ultra fine¿ pen needles. The following information was provided by the company reporter: it was reported that needles clogged during injection. The following information was provided by the initial reporter: needles clogged during injection. Completes a flow check but cannot see insulin coming out, she has vision issues.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9031737, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-03, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles clog during injection with a bd ultra fine¿ pen needles. The following information was provided by the company reporter: it was reported that needles clogged during injection. The following information was provided by the initial reporter: needles clogged during injection. Completes a flow check but cannot see insulin coming out, she has vision issues.